Manufacturer narrative:
There is no indication or allegation of system or component failure and the initial plan for revision was to simply relocate the existing components. Components were replaced due to damage that occurred during the procedure. Reason for the procedure is communication issues due to malposition of an implanted component.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat foot pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the sural nerve. After activating the system the patient reported intermittent communication issues between the ipg and the external therapy discs, thus causing intermittent pain therapy. Further investigation found that the ipg had been implanted in the area of a skin fold, leading to disruption in connectivity between the devices. A surgical revision was performed on (B)(6) 2024 with the intention of repositioning the ipg to a more superior location to avoid the skin fold. During the procedure the ipg was damaged while extracting it from the built up scar tissue and the physician inadvertently cut an implanted lead. The damaged ipg and lead were replaced during the procedure.